Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to fill cannula screen due to unresponsive buttons. During call, customer was able to get buttons to work. Customer did not want to replace insulin pump. Customer was advised to monitor insulin pump.